Manufacturer narrative:
The reported observation of the inability to connect with the ipg using the patient controller or clinician programmer was confirmed. The root cause of the report observation was due to the device entering the service application state. No cp logs from the field were returned. It is unknown if the patient had any type of external therapy. Per the clinicians manual arten600266417 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.